Event description:
The customer observed imprecise and positively biased results using vitros gent reagent on a vitros 5,1 fs chemistry system on a proficiency survey processed (B) (6) 2009 and a precision test processed on (B) (6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer had not observed any issues with pt samples. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined positively biased vitros gent values were recovered from an ocd tdm performance verifier as well as a cap proficiency fluid sample. Ocd field service investigated and determined that the photometer lamp had not been seated correctly when it was last replaced by the customer. The lamp was replaced and necessary adjustments performed, returning the vitros 5,1 to intended operation. The root cause of the biased vitros gent results is instrument related.